Event description:
It was reported that during a procedure using a coblator ii controller, the flow control valve unit solenoid was continually engaging and disengaging. This event resulted in a 30 minute surgical delay. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacturing and design of the device which could have contributed to the reported event includes: (1) there may have been a loose cable connection causing the intermittent engaging / disengaging of the solenoid or (2) an issue with the used flow valve cable such as damaged internal wires or a component failure within the flow valve unit and/or used controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.